Event description:
It was reported that during a 100% visual incoming operation found the following defect. Details of the defect are damage like a hole or rip on tyvek in a package. Device was not at a hospital.

Manufacturer narrative:
(B)(4). The customer complaint indicated that there was damage like a hole or rip in the tyvek. One sales unit carton was returned with six sealed packages. The carton and packages were separated and wrapped separately in bubble-wrap the carton had slight crush/compression damage. Each package was visually inspected. On visual inspection, it was confirmed that one package had a small hole aligned over the device knob fin. The hole was confirmed by viewing tyvek under microscope. The remaining five packages exhibited no damage. The hole characteristics appear indicative of damage caused from the inside of the package outwards rather than damage that was caused from the outside-into the package. Based on the investigation, it is not possible to conclusively determine how the damage to the package occurred.